Event description:
It was reported the patient was experiencing discomfort at the ipg site and their lead had high impedances. As a result, the patient underwent surgical intervention during which the ipg and lead were explanted and replaced. It is unknown which lead had the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. He allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186ans, serial: (B)(6), UDI: (B)(4), batch: a000085086.